Event description:
The initial reporter received questionable potassium and chloride electrode results from one patient sample tested on the cobas 4000 c311 stand alone system. Potassium the initial result from the analyzer is 9.19 mmol/l. The repeat result from a b 221 analyzer is 4.6 mmol/l. Chloride the initial result from the analyzer is 47.4 mmol/l. The repeat result from a b 221 analyzer is 105 mmol/l.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation included a review of the data set provided by the customer: the calibration, qc, and ion-selective electrode check results indicated that the analyzer was performing according to specifications. The field service engineer inspected the analyzer and resolved a pipetting issue, which was unrelated to the event. The investigation did not identify a product problem. The cause of the event could not be determined. The customer did not report any other issues.